Manufacturer narrative:
The unit was sent in for eval and we could not duplicate the customer's complaint. We found that it operatied properly to the set levels for pressure and flow. It did inflate the test cavity, vented with pressure increase and re-inflated upon release of increased pressure. With no tubing attached to the unit output, and flow setting at max, we did find the unit made the diaphragm vibration. This indicates that the manifold could use a rebuild or adjustment, however, this situation does not effect the function of the unit and would not have caused the situation described by the customer. We suspect the only reason for the problem would be needle occlusion or kinked tube and suggested to the customer to remove the tubing connection from the needle to verify if there is no flow.